Event description:
International affiliate reports the surgeon inserted an mis cortical fixation fenestrated polyaxial screw into the patient by percutaneous access with extension for viper 3d. When the surgeon extracted the screwdriver, the tulip (ie. Screw head) came out of the extension while the screw shank remained in the bone. The shank was then removed. This occurred a total of three times with screws from the same lot. The procedure was completed by inserting the screws of the same size and with a resulting delay of thirty minutes. The devices have not been approved for market in the u.s. But are similar in design to devices that have been approved. As such, medwatch reports are being submitted to document this event. See the following mfg medwatch reports numbers for the three screws: mfg medwatch report no. 1526439-2014-11323;mfg medwatch report no. 1526439-2014-11324; mfg medwatch report no. 1526439-2014-11325.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was noted that one of the screws the head was completely separated from the bottom loaded shank. The other two screws show no evidence of malfunction and seem to function as intended. A review of the device history record for the mis ti cfx fen poly 8x55 found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis was performed on the family of the cortical fix poly screw because this failure mode can present itself on any length or diameter. In this complaint there was no harm to the patient however there is a potential for harm if the fault were to recur. Review of complaints found no significant trends. The root cause for the head disassembling from the shank cannot be positively determined. However, it is most likely due to unanticipated forces being placed on the screw during insertion. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.